Event description:
It was reported by a physician's office that a vns patient was deceased. It was believed the patient died in (B)(6) 2015, but the cause of death and any other information was not known by the office. The state does not release official death certificates to the manufacturer. Additional relevant information has not been received to-date.